Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
On 20 nov 2020 we received notification of an article entitled, 'posterior chamber phakic intraocular lens with central port design in 45 to 55 years old patients: one year follow-up.' The study article reports laser touch-up of residual error in 5 eyes post-icl. Article states "5 eyes required laser touch up to correct residual refractive error, being 2 eyes of the same patient submitted to photorefractive keratectomy (prk) and 3 eyes of two patients to femtosecond laser in situ keratomileusis (femtolasik)." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.